Event description:
It was reported the patient presented for implant procedure. During procedure, blood pressure dropped while testing fixation on the right ventricular leadless pacemaker (lp). An effusion developed and pericardiocentesis was performed. The patient went into ventricular fibrillation (vf) and was shocked six times. The patient deceased.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.